Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a calcified lesion in a tortuous segment of the bifurcation lcx/om1 where a previously implanted stent was present. Pre-dilation was performed using a 2.0/12 mini trek balloon. The affected device was introduced into the patient's body and advanced towards the target lesion, but got caught at the previously implanted stent. As a result, the stent was stripped off the balloon. The physician was able to secure the stent to the vessel wall at the site where it had become dislodged using a 2.5/10 medtronic euphora balloon. There was no harm to the patient.

Manufacturer narrative:
Combination product: yes. Neither the affected device not the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations, no material or manufacturing related root cause could be identified. Consid-ering the event description, the most probable root cause for the reported event is related to the patient's anatomy (i.e. Previously implanted stent).